Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found at the time of turning on the device and there was no patient involvement. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot emit fluoroscopy. Upon functional testing, the fse checked the logfiles and found the error related to the tube arc and tube current being out of range. To resolve the issue, the fse executes the tube conditioning and tube adaptation. After this, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform fluoroscopy. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.